Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (withdrawal/pump dying) for omitted information as is it not related to this event. Additional information received from a healthcare professional on 2016-dec-22 reported there was no documentation of catheter "being tangled". Pump was replaced due to battery end of life (eol).

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2015, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016 it was reported that in (B)(6) of 2016 the patient went into withdrawal. The patient was taken to surgery and the catheter was revised as the ¿wires were all tangled¿.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.